Event description:
Retrograde left heart catheterization; selective coronary angiography; balloon angioplasty and stenting to the right artery; left ventricular angiogram. Right femoral angiogram was performed. Following sheath removal, an angio-seal device was deployed. However it got stuck inside the artery and the angio-seal sheath could not be removed. Surgeon was notified and consulted. Pt was transferred to the operating room for removal and repair. Pt was transferred to intensive care until stable. Diagnosis or reason for use: arterial closure device. Event abated after use stopped or dose reduced?: yes.